Event description:
The initial reporter alleged discrepant results were generated using the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the cobas ampliprep instrument. The cusomer referred a blood unit to the antoher laboratory for confirmatory testing after the unit initially generated a hepatitis c virus (hcv) reactive result with a cycle threshold (CT) value of 43.3 using the mpx v2.0 assay. The associated blood unit was reported to have non-reactive serology results. The second laboratory conducted confirmatory testing using serology and nucleic acid testing (nat) with the mpx v2.0 assay. The serology results were concordant with the non-reactive results from mmc. However, nat results at ritm were reactive for hepatitis b virus (hbv) with a CT value of 32.6 and non-reactive for hcv. The customer contested the initial hcv nat result, and a retest was requested. The second laboratory performed a nat retest using the same sample tube and an aliquot from the sample bank. The retest results were reactive for hbv with CT values of 34.4 and 36.3 for the testing tube and sample bank, respectively.

Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay and associated reagents performed within specifications. The analysis of the hbv discrepancy suggested potential laboratory contamination at the second laboratory as a possible cause, given the high number of hbv reactive samples with low cycle threshold (CT) values observed during the initial run. An occult hbv infection (obi) or a seroconversion window period could not be fully excluded. The hcv discrepancy was attributed to a sample near the limit of detection (lod) of the mpx v2.0 assay, as indicated by the late CT value of 43.3. This low viral load near the lod could represent either a true positive sample or low-level contamination at the customer site. No trends were identified for the reagent lot f26722. A definitive root cause for the reported event could not be determined. The device remained in operation at the customer site.